Manufacturer narrative:
Additional information: d9, e1, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the atrial fibrillation procedure, blood leaked from the valve of the sheath. This occurred after the initial insertion of the advisor hd grid mapping catheter. The advisor hd grid was then removed and the sheath was exchanged. The procedure was completed with no adverse events to the patient.